Event description:
Bd 3 ml luer-lok tip syringe, ref: 309657, lot: 5287786, ID: (B)(6). Two sterile syringes have been found in our pharmacy that contain fuzz/growth on the top of the black rubber stopper. They came from closed sterile packaging and were identified during IV room compounding in our pediatric hospital. Pt: 4582. Device: 2303, 2975. Ref: mw5190146. This report captures luer-lok tip syringe #1.